Manufacturer narrative:
Philips service realigned cables and restarted the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the interventional hardware failed to boot due to a suspected power issue on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.